Event description:
It was reported to philips that the device was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system startup stays in windows boot state. Upon troubleshooting actions, fse restarted the system and os hard disk was reseated but issue persists. Fse identified that the hard disk was damaged. Fse replaced the hard disk and restored the image ghost. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.